Event description:
Customer responded to a drowning victim. Per the customer the pt had been under water for 45 minutes. The defibrillator was hooked up to the pt and charged to 360j. The unit made a popping sound and stopped working. Pt expired. The unit was returned to the factory for evaluation. The reported condition was duplicated.